Event description:
Cord clamp slipped off and a portion of the cord remained outside of the clamp. Nurse noticed cord was slightly bleeding. Diagnosis or reason for use: vaginal delivery, clamp umbilical cord. Event abated after use stopped or dose reduced: yes.